Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause user handling due to an unintentional impact.

Manufacturer narrative:
The oer-pro and associated parts were not returned to olympus for evaluation. Through communication with the reporter, it was learned that the reporter assigned the cause of the errors to a cracked and damaged tub fluid level sensor. The reporter ordered the necessary parts to restore the device to normal operation.

Event description:
The user facility reported to olympus that their oer-pro generated the following error codes: "e02: cleaning fluid is not drained, e05: cleaning fluid level is too high, and e13: takes little time to fill the basin." In addition, the reporter stated that the retaining racks are damaged; "one is rusty." The user facility verified that no patient harm or injury is associated with the reported problems and the oer-pro is not in use. The cleaning and disinfectant solutions used in the oer-pro is aldahol. Only olympus endoscopes are being reprocessed in the oer-pro. It is unknown how often the minimum effective concentration is being checked. Only olympus connector tubes are used. When the device was inspected a stress crack was observed in the fluid level sensors. Two scopes are reprocessed per cycle. The oer-pro was set up properly and the connecting tubes were connected properly. The connecting tubes were not kinked.